Manufacturer narrative:
Expiration date - requested but not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The user facility reported similar events from the same product code/lot number combination. See MDR 3013394970-2018-00018. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal was set up without a problem. At the moment to put in tension, which permit to achieve the hemostasis. There was an uncoupling/disassociation of the system letting the wire on hand. The physician has retrieved the wire and put it in tension in order to finish the hemostasis. Despite this disassociation, the hemostasis was achieved and there is no clinical consequence on the patient. It was reported that there was no health damage to the patient. Additional information was received on 1/26/2018: it was reported that no other devices were used in combination with the angioseal as it still functioned.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.